Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the radial artery. The 80% stenosed, de novo target lesion was located in the non tortuous and non calcified left anterior descending artery. After a 2.50x28 synergy stent was implanted, a deformity of its structure was noted in the distal area. The physician used a post dilatation balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.